Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the patient complains of being in pain. It was found that the liquid no longer flows into the collection bag. It was attempted to unclog thinking it was a blood clot in the bladder. The liquid was unable to be removed with a syringe. The catheter was repositioned and the liquid was removed. The catheter came out empty.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found no similar defect on this lot number. The product was manufactured with an intermediate product. This product was made by our subcontractor which was informed about this issue. Without a sample we cannot do more than a documentary investigation which revealed no issue registered during production. The quality database was checked and revealed no anomaly in relation to the described defect. A similar case study was performed based on the same dhf prostatic silicone catheters with same defect "drainage issue" over the last four years, 4 similar cases were found. A risk management file evaluation was performed and concluded that the risks identified are still acceptable and considered as safe.